Event description:
It was reported by the affiliate that it was all the same date and procedure. It was working sporadically so they ended up switching to a wired footswitch which we keep there as a spare. There was minimal delay and no consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the foot switch works intermittently was confirmed. There were also minor scratches on the device identified during decontamination. The batteries were replaced to address the reported issue. The device was tested and found to be working according to specifications. The defective batteries are thus the root cause of the intermittent operation reported by the customer. The minor scratches on the device are most likely a result of user mishandling of the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2020, it was observed that the wireless pedal device was working intermittently. There was no delay in the surgery. There were no adverse patient consequences reported. No additional information was provided.